Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the field representative contacted boston scientific technical services (ts) to help assess capture on the right ventricular (rv) channel. Boston scientific technical services (ts) reviewed the remote home monitoring electrogram (egm). Ts discussed that on the remote home monitoring egms capture is unable to be determine with 100 percent certainty. However upon review of the egm, ts believed that the small deflection on the rv rate sense post ventricular rate response pacing was likely due to the same chamber blanking period post. Ts explained that the blanking occurs post pace to let the residual energy dissipate to avoid oversaturation of the sense amplifiers. The field representative noted that the patient was not symptomatic during this time. At this time the rv lead and pacemaker remain in service.